Event description:
Covidien received information form (B)(6) stating that an 840 ventilator stopped cycling while in use on a patient. The safety valve on the ventilator opened. The patient was removed form the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Additional information about the patient has been asked but is currently unknown."

Manufacturer narrative:
The evaluation and repair of the device has not been completed. (B)(4).

Manufacturer narrative:
Additional information: catalog number and unique identifier (UDI) number added. Information was received regarding the actual repairs for this event. Device evaluation summary: a service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb) and the power supply. The unit passed testing and operated within the manufacturing specifications. The replaced power supply was returned to medtronic for failure investigation. A visual inspection was performed, and no anomalies were found. An investigation was performed, and no fault was found with the returned component. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that an audible alarm sounded at the time of the event.